Event description:
Air went past the air detector and machine did not clamp off the blood lines. Dialysis manager stated the hcp stopped treatment, recirculated blood per unit protocol and resumed therapy. Pt did not receive any air. There was no medical intervention necessary and no pt injury resulted from this event.